Event description:
A nurse failed to clamp off the minor collection chamber when the pt was changed from dual collection drainage to single collection drainage at the a-6002 pleur-evac unit. As a result, the pt developed a pneumothorax and required reintubation of a new chest tube. Incident 97072.